Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the 27mm wds. The closure device was deployed but did not meet release criteria and was fully recaptured and removed from the patient. A new 31mm wds was then used. The closure device was deployed in the patient, but it did not meet release criteria. The physician then exchanged this device for a new 24mm wds. The closure device was deployed in the patient but did not meet release criteria. During the procedure a pericardial effusion was noted to have occurred. The physician performed a pericardiocentesis and drained fluid from the patient. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery.